Event description:
It was reported a first over-discharge was confirmed. It was reported that an initial physician mode reset (pmr) did not successfully reset the device. It was further reported the patient is scheduled for a follow-up appointment on (B)(6) 2014. It was noted that due to the device¿s age the patient was also going to discuss potential replacement with their health care provider (hcp). It was reported that the reason for over-discharge was that the patient had not used their device in the ¿past couple of months¿ due to family issues. It was noted when the patient tried to recharged the implantable pulse generator (ipg) was ¿dead¿. It was noted a trickle down charge started a regular charging session after sixty minutes and the patient recharged the device. It was noted the appointment on 2014-03-19 will also be used to clear the power on reset (por) and reprogramming if needed. Additional information received reported a ¿0x8¿ error code accompanied the power on reset (por) message. It was reported that due to the over-discharge the patient had a return of neck and lower jaw pain. It was noted that the por was cleared and an impedance check was performed. The results from the impedance check showed electrodes 0,1,1 were all >3600 ¿but this must have been an existing condition because none of the previous programs incorporated use of any three of these electrodes¿. It was further reported the patient was instructed to recharge their device to 100% and then turn stimulation on. It was noted the device is 8 years old and replacement was discussed however the patient wished to wait until a later date in 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# v004017, implanted: (B)(6) 2006, product type: lead. Product ID: 377760, lot# v004017, implanted: (B)(6) 2006, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).